Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2020, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis and a gore® tag® conformable thoracic stent graft with active control system to treat a dissection. It was reported that prior to the devices being implanted, there was an open surgical repair of the total aortic root and an aortic arch replacement. Once the elephant trunk was in place, the physician wanted to extend distally into the descending thoracic aorta with a gore endoprosthesis. The conformable gore® tag® thoracic endoprosthesis was implanted with no issue. When implanting the gore® tag® conformable thoracic stent graft with active control system, the primary sleeve deployed without incidence. Upon attempting to deploy the secondary sleeve (trailing to leading end) would not release. The physician stated that the ¿red handle snapped and the delivery catheter would not release from the device¿. The physician had access due to the open repair, and was able to cut the lockwire and angulation fibers to release the delivery catheter from the device and remove from the patient. The device was advanced over a wire via direct placement from the arch (open repair of ascending) aka frozen elephant procedure. A sheath was not involved. The device was advanced bare via direct placement (due to elephant trunk procedure allowing access as such). The device was implanted successfully and there was no consequences or injury to the patient. The patient tolerated the procedure.

Manufacturer narrative:
Addition the device was returned to gore for evaluation. Per the evaluation the secondary deployment line appeared cut and shorter than expected for a fully deployed gore® tag® conformable thoracic stent graft with active control system (tgmr313115) device. The lockwire was broken at the lockwire handle and appeared cut near the catheter transition. The angulation connector was disconnected from the device and the fibers appeared cut close to the connector. Based on the event description and device evaluation, no manufacturing deficiencies could be confirmed. Addition h6: code 22-the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to catheter breakage.

Manufacturer narrative:
Correction-fields h7 and h9 were incorrectly filled in and should be blank. Correction-say this event is not related to field action number 2017233.09/09/2020.001-c.